Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer failed to recover. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the full height drawer could not be recovered, and both rails were damaged. A field service engineer replaced damaged rails. The storage space was successfully recovered and tested using the hardware test application. The system functioned as intended after the field service engineer repaired the device.